Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "gas loss message" issue. Service order opened to check out cardiosave after the customer received multiple gas loss error messages. Confirmed the error messages in the logs. Checked functionality of the cardiosave, the cardiosave was able to pump using the trainer with no gas loss error messages displayed. Performed functions test and calibration checks per manual all checks passed. Cardiosave returned to customer cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss message appear during use on a patient. No patient harm, serious injury or adverse event was reported.